Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open small bowel resection procedure, while stapling, the device partially fired. It was also reported that the stapler did not form full staple line and additional firings were needed. A new stapler was opened and used to complete the case. There was no patient injury.